Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical record review states that a patient started to feel chilled and had some body shakes. Blood cultures were taken and rocephin 1 gram and limited fluid was administered due to concern for fluid overload and discharged home. Patient presented to the hospital the next day with the symptoms of myalgias, rigors and then episode of fever and the blood cultures drawn the before day came positive. Patient was admitted for bacteremia and blood culture resulted positive for acinetobacter. Therefore, it can be confirmed that the patient experienced bacteremia and bacterial infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately three weeks and six days post a port placement, the patient allegedly developed with bacterial infection. It was further reported that the patient allegedly developed with bacteremia and sepsis as a result of the defective infected port. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately three weeks and six days post a port placement, the patient allegedly developed with bacterial infection. It was further reported that the patient allegedly developed with bacteremia and sepsis as a result of the defective infected port. The current status of the patient is unknown.